Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made to the device and the patient remains asymptomatic.